Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed, the window was inspected under magnification and cracks were observed. A functional evaluation revealed that the device displayed colored and split screens when attempting to switch to live video. The complaint was verified and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera heads cord was not working. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit could not switch to live video and displayed color bars which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.